Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the tip of a torque limiting screwdriver 3.5mm self-hold f/l was damaged. Event occurred in (B)(6) 2013. This report is for a torque limiting screwdriver 3.5mm self-hold f/l. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The investigation shows that the head is slightly damaged. The front side parts of the hexagonal edges are compressed, therefore the self-holding ring is not movable and accordingly screws can not be held properly. All this indicates heavy mechanical loadings during use, possibly for extraction. It is possible that the screwdriver was not inserted completely. The file history records where reviewed and showed conformity with the material- and manufacturing specifications at the time it left our manufacturing plant. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event occurred in (B)(6) 2013. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.